Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400-500 mg/dl and insulin injections were used to address the bg level. The contact administered the injection as the customer was feeling ill. The customer had changed all of the supplies on the pump and the occlusion alarms were resolved.